Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. Date of event: unknown/not provided.. Model: unknown, not provided. Serial #: unknown/not provided. Catalog #: unknown since serial number was not provided. Expiration date: unknown since serial number was not provided. UDI #: unknown since serial number was not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Manufacturing date: unknown since serial number was not provided (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a physician explanted a symfony intraocular lens (iol) due to bad patient selection. No further in formation was provided.